Event description:
It was reported that during discontinuation of the intravenous from the patient, the catheter tip was not intact. Ultrasound of the right upper extremity showed right antecubital fossa, with a tubular structure within the vessel that measured 2.2 cm in length. There was unknown patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Unopened, unused viavalve samples were returned for analysis of complaint that during discontinuation of the intravenous from patient, the catheter tip was not intact. Ultrasound of the right upper extremity showed right antecubital fossa, with a tubular structure within the vessel that measured 2.2 cm in length. Based on the sample analysis, the complaint was not confirmed. Lot history review found no discrepancies or abnormalities relevant to the complaint.